Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060101. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this pacemaker reverted to safety mode. As a result, there was no magnet response, and a pacing pause of fifteen seconds was noted on the electrogram (egm). Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific for further analysis. Additional information indicated that this device is not expected to be returned to boston scientific, since it is not under clinical representative possession.

Event description:
It was reported that this pacemaker reverted to safety mode. As a result, there was no magnet response, and a pacing pause for fifth-teen seconds was noted on the electrogram (egm). Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific for further analysis.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5.

Event description:
It was reported that this pacemaker reverted to safety mode. As a result, there was no magnet response, and a pacing pause for fifth-teen seconds was noted on the electrogram (egm). Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific for further analysis. Additional information indicated that this device is not expected to be returned to boston scientific, since it is not under clinical representative possession.